Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the boom collided with something in the overhead of the room and knocked the rear boom cover off. A recoverable error 319 occurred and reoccurred repeatedly. An intuitive surgical inc. (Isi) technical support engineer (tse) recommended visually inspecting the exposed circuits on the rear of the boom. The customer discovered a bent connector and sent a picture of the damage to the tse showing damaged up and down connectors j21 and j22 on the axes controller platform dual (acpd). The customer shut the system down and attempted to straighten the connector but the errors reoccurred immediately on power up indicating fiber optic communication failures. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the additional information: customer to confirm that the system powered on and was working correctly upon powering up while staff was setting up for the case. When it was obvious the patient cart could not be restarted and fixed due to visual damage to a circuit cable, the robot was pushed away from the sterile field and another robot patient cart was brought into the room, connected to the tower and console that were already in the room. The system was restarted and the new patient cart was draped and used for the procedure without any incident. The procedure was completed as planned robotically with no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting boom collided and knocked cover off, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the customer reported complaint and replaced the acpd due to damage. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The acpd was analyzed and fa confirmed the customer reported complaint. The j21 and j22 were damaged, the pad was lifted, and the acpd could not be repaired, so it will be scrapped. The complaint that the boom collided and knocked the cover off was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors 319 at node 202 on the acp4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). The probable root cause of a recoverable error 319 is attributed to faulty acp which is replaced. This complaint is reportable malfunction event due to the following conclusion: the customer converted to another dv system after the start of the procedure due to the boom colliding with the overhead and causing multiple system errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.